Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was 4-5mm off. The inaccuracy was present when using the straight suction, ostium seeker, and the 4.3 mm quadcut blade.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The provided logs and archives were reviewed. Observed one session on the date of issue reported, during which the user progressed through select procedure, images, registration, build models, tru/tru verify, and navigation, with multiple repeated images and registration cycles before returning to select procedure at the end of the session. One computer tomography (CT) exam was used throughout the session, with multiple registrations performed and the error metrics ranging from approximately 2.21 mm to 0.94 mm. The provided archive contained one raw CT exam and one navigation system export. The CT exam consisted of 335 slices with a slice spacing and thickness of 0.63 mm. One saved registration was present, with a reported registration accuracy of 1.2 mm, calculated using one touch point and 1355 trace points. The collected trace points appeared clustered while generally following the blue region. Both green and yellow accuracy zones were observed, with the green region covering the sinus area and the yellow region covering the majority of the anatomy. Based on the information provided, the analyst suspected movement of anatomy relative to frame during screw placement, but there was no way to confirm this. Logs and archives cannot capture this information. Codes b24, b30, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy. The site completed registration with an overall registration accuracy metric of 0.9mm. The site proceeded to verify registration and found registration to be accurate. The site proceeded to navigation and experienced an inaccuracy >2mm with several instruments. The clinical specialist (cs) noted that patient tracker had not shifted. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.